Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit for possible tamponade or lead perforation after initial implant of the right ventricular and right atrial lead. The patient was experiencing tachycardia, hypotension, and felt cold and clammy. Upon device check, the leads exhibited stable parameters. The physician believed that pulmonary edema may have been the cause of the symptoms. The issue was resolved overnight and the patient was stable.